Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the down arrow and ok keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad cover was returned peeling at the ok button. During testing, all the buttons responded appropriately. During investigation, evidence of contamination was found under all keypad contacts.